Event description:
It was reported that bd discardit¿ ii syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: customer claims that the is piece of plastic found in our syringes.

Manufacturer narrative:
H.6. Investigation: bd has been provided with samples for catalog 309110 lot 1907101 to investigate for this record. Visual examination of the samples show particles inside the syringe were composed by lubricant from the syringe barrel. Bd has concluded that the mentioned "particles" consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment has been completed as an indicator for materials-medicated adverse effects. All tests passed and the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. DHR showed no indication of the alleged defect. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: customer claims that the is piece of plastic found in our syringes.